Manufacturer narrative:
In the case description, the user mentioned that the controller kept switching from automated mode to manual mode and was not delivering enough insulin. Inspection of the android log files found no evidence of issues with insulin delivery. The phb data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. Inspection of the logs showed that all instances of the device switching mode had evidence of interaction with the controller before the command was sent. All automated delivery restrictions that would force a switch mode were found to be correctly generated after periods of the system delivering at the maximum rate for too long. No instances of an uncommanded mode switch were observed in the logs. During the investigation, the controller was able to pair with an unused pod, which was paired with a cgm emulator, and deliver a 5u bolus, switch modes, receive cgm values, and deactivate the pod with no issues. The system was found to function as intended.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 531 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with IV (intravenous) drip and some insulin. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.